Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the transmitter resumed connection. No additional patient. A root cause could not be determined.